Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 388933, lot# 0208253888, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that all electrodes were greater than 4,000 ohms, but the x-ray showed no anomalies. It was again stated that the implantable neurostimulator (ins) was flipped and was the reason that there was no communication between the ins and patient programmer. At the revision on (B)(6) 2015, when opening the ins site, the physician directly noted a "defect" on the lead. The high impedances were noted to be caused by the defective lead. Therefore the lead was explanted, but no new lead was implanted. This was to "probably be done in a couple of weeks." The ins remained implanted. It was unknown if these issues were related to a shoulder surgery the patient had. However, since it occurred directly after the surgery, it was stated that it was likely the root cause. An additional report will sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the tined lead found that the outer insulation was severely pinched and torn 23.4 cm from the distal end. All conductors appeared to be broken at that location due to the serve pinchinh.

Event description:
It was reported the implantable neurostimulator had flipped and could not be programmed with the patient programmer anymore. X-rays were taken and the flip was confirmed. Impedance measurements were high on all electrodes and the patient had experienced a loss of therapy. Less than (B)(6) therapy relief was noted. As a result of the event, a revision was scheduled for (B)(6) 2015. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.